Event description:
It was reported that during a shoulder rotator cuff repair surgery, was found that there was weak knot fixing force of anchor suture. An additional bone hole was required to complete the procedure. It is unknown if a backup device was available and if a delay happened in the procedure. However, there was no patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: one twinfix ti 5.0 ultrabraid intended for use in treatment has not been returned for evaluation. Due to unavailability, investigation was limited. The information provided states: ¿it was reported that during a shoulder rotator cuff repair surgery, was found that there was weak knot fixing force of anchor suture¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied. Per instructions for use: ¿excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found. Further investigation is not warranted at this time.